Event description:
Healthcare professional reported via device tracking "¿punctured by physician during implantation.¿ device not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.

Manufacturer narrative:
Reason for reoperation: broken device, punctured by physician during procedure, not implanted.

Event description:
Healthcare professional reported via device tracking "¿punctured by physician during implantation.¿ device not implanted.